Manufacturer narrative:
The phosphate (inorganic) ver.2 reagent lot number is 898123. The expiration date was not provided. The customer had calibration and qc issues. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with phosphate (inorganic) ver.2 assay on a cobas 8000 c702 module. Initial result: 1.89 mmol/l. The customer did not believe the initial result and repeated the sample. Repeat result: 1.44 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer checked the analyzer and performed a series of troubleshooting-related actions, including replacing the tubing of the cuvette rinse units and adjusting the filling height of the cuvettes. Precision studies, calibration, and qc were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The cause of the event could not be determined.